Event description:
It was reported, a 30mm amplatzer septal occluder (7023673) was chosen for procedure with a 12f amplatzer trevisio intravascular delivery system. During procedure, upon deployment of the device, the left disc of the device presented in a cobra shape deformation. The device was retrieved and a new, 32mm amplatzer septal occluder (7170020) was deployed using the same delivery system. This device also presented with a cobra shape deformation of the left disc. The device was re-sheathed twice. The device was removed and exchanged with a 34 mm amplatzer septal occluder (7232844). The 34mm amplatzer septal occluder was determined a mis-sizing, the device was too big therefore never implanted. The patient remained hemodynamically stable throughout the procedure. Ultimately no device was implanted.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. No indication of a lot related issue was found. The cause of the reported event could not be conclusively determined.

Event description:
N/a.